Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a ventilator restart and vent inop occurrence. The service technician replaced the cpu pcb board to address the finding. Performance verification testing was completed and tests passed per operating specifications.